Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with information on resetting the pump, assisted in the reset process, and confirmed the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the malfunction reoccurred.